Event description:
A physician has had three occurrences of inflammation reaction associated with model u940a uv-absorbing hydrophilic, posterior chamber intraocular lens between 12/98 and 10/99. This particular pt had a phaco, superior, cataract extraction, right eye 10/12/99. The pt subsequently developed what the surgeon describes as a severe hypopyon 10/18/1998 leading to a vitrectomy on 10/19/99. A culture was positive for staph epidermis. Pt was treated with steroids and antibiotics. At the last visit pt was given an excellent prognosis with a visual acuity of 20/25 (12/10/99).